Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Incorrect data was provided for review, boston scientific technical services provided instructions on pulling the correct data for analysis. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Incorrect data was provided for review, boston scientific technical services provided instructions to the physician on pulling the correct data for analysis. As of today, the physician has not provided the correct data for review. No adverse patient effects were reported. This device remains in-service.